Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The bmw guide wire is being filed under a separate medwatch report number. Evaluation summary: evaluation of the returned product found blood visible in the guide wire lumen, inflation lumen and contrast in the inflation lumen, consistent with preparation and the catheter advanced over a guide wire. The balloon was loosely folded. There was a tear in the balloon 4 mm distal to the distal balloon marker and extending proximally, for an overall length of 9 mm. The shaft separated 1cm distal to the guide wire exit notch. The separated portion was returned. The material at the tear was jagged. The inner member and balloon were bunched for an entire length of the balloon. The shaft was bunched proximal to the proximal balloon seal, for a length of 4.7cm. The entire length of the tip was bunched. A bmw guide wire was inserted in the guide wire lumen of the returned balloon catheter and was able to be removed with resistance noted. The bmw guide wire was returned with blood and contrast on the coils and core. There was a kink in the tip 8 mm proximal to the tip ball. There were multiple bends through out the entire length of the core. Factors that may contribute to the inability to advance/retract the catheter over the guide wire and cause resistance between the devices may include, but are not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. To ensure this is not the result of product deficiency, all products are 100% visually inspected for proper guide wire movement on the manufacturing line. Additionally, during lot release testing, a sampling of units is destructively tested to ensure proper guide wire reversibility. The inner diameter of the guide wire exit notch was measured and met manufacturing criteria. The outer diameters of the guide wire were measured and met manufacturing criteria. The tip of the guide wire was tugged on to confirm that the core and shaping ribbon were intact. An attempt was made to backload the returned bmw guide wire through the returned balloon catheter, but the guide wire would not advance past the bunched tip. In this case, there was no damage noted to the catheter during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. It is possible that the catheter met resistance during advancement over the guide wire due to the coagulation of blood and contrast on the guide wire as evident on the returned product. Further, as resistance was encountered, if force was applied to the catheter in the attempts to advance the catheter, this would contribute to the noted bunching to the catheter, resulting in difficulty removing the catheter from the guide wire and ultimately the shaft separating. Handling during separation of the guide wire and catheter during packing for return analysis may have also contributed to the noted tear in the balloon. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. A conclusive cause for the reported difficulty positioning the catheter over the guide wire could not be determined; however the reported difficulty removing the catheter and shaft separation appear to be related to the operational context of the procedure and there is no indication of a product quality deficiency.

Event description:
It was reported that a voyager nc dilatation catheter (bdc) was inserted on a balance middleweight (bmw) guide wire, but could not be advanced to the sheath. There was difficulty removing the bdc and when the device was pulled off of the guide wire using a drape, the balloon came off of the bdc. There was no adverse patient effect or clinically significant delay in procedure or therapy. Though requested no additional information was provided.